Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this right atrial (ra) lead experienced lightheadedness and chest pressure and wanted to know if this coordinated to atrial fibrillation (af). Also. Patient started experiencing post transcatheter aortic valve replacement and it was possible the right atrial (ra) lead that perforated. Patient developed pericarditis and had lead revision. Boston scientific technical services (ts) discuss to health care professional (hcp) on how alerts are programmed and suggested to keep a log when feeling dizzy or lightheadedness to see if it was correlated with af events. To date, this lead remains in service. No additional adverse patient effects were reported.